Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-479 mg/dl). Multiple boluses were delivered to address the bg level. The cause of the high bg was not known; however, the customer stated that they may be related to hormone changes. A pump system check was performed and no device issues were identified. The contact reported that humalog was used in the cartridge for 3 days. Tandem technical support informed the contact that humalog was labeled for 48 hour use in the cartridge. The contact acknowledged the information.